Event description:
Additional information received reported the lead was replaced. The patient was using higher amplitudes with the lead adaptor. After replacement, the patient was using low amplitudes with great results. The lead was not to be returned.

Event description:
It was reported that stimulation was lost. The implantable neurostimulator (ins), which used an adaptor, was fully charged. It was on for three hours and then was shut off when stimulation stopped. Interrogation showed stimulation was on and the ins was charged. Stimulation could not be increased up to 10.5 volts, regardless of what program was used. Impedance measurements at 0.7 volts on the 0/1 channel was 2045 ohms, 0/2 channel was 3357 ohms, and 0/3 channel was 4228 ohms. Adequate stimulation could not be achieved by attempts to adjust programming. There was no response to ins palpation. X-rays were used to verify that the lead was in the correct position. The patient experienced a loss of therapeutic effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495lz25, lot# serial# (B)(4), implanted: (B)(6) 2002, explanted: product typ extension product ID 7434a, lot# serial# (B)(4), product typ programmer, patient product ID 74001, lot# n264179, serial# implanted: (B)(6) 2011, explanted: product typ adapter product ID 3550-29, lot# n293627, serial# implanted: (B)(6) 2011, explanted: product typ accessory product ID 3487a-33, lot# j0209755v, serial# implanted: (B)(6) 2002, explanted: product typ lead. (B)(4).